Event description:
Said reading was 43 and retest fifteen minutes later = lo. Before going to the emergency room pt ate a pancake with syrup. Thirty minutes later emergency room meter = 192. Pt was kept for observation and released with a glucose of 109 four hours later.